Event description:
The reporter indicated that at implant, a manual reform was performed. The pt was seen at first post-op visit and the programmer strips confirmed the auto reform was on at 16 weeks. The pt was seen today and at inquire, auto reform was off, and the message rec'd was that the capacitor reform was past due. A manual reform was done (3.9 second charge time) and the device was set to auto at 16 weeks. Battery voltages were okay.